Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon evaluation, the monitor did not pass essential performance testing and displayed a service code 210. The cause of the failure was the u1 was thermally damaged & c1 was broken off of ca board. The root cause of the defective components cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.